Event description:
Air was injected into a patient during a procedure. It was indicated that the manifold in the convenience kit was the product which may have contributed to the incident. There was no patient injury. The devices involved in the procedure have been retained by risk management at the hospital.